Event description:
It was reported, the entire catheter was being replaced the day of report. It was stated, the patient did great for 2-3 weeks, but then got no pain relief. It was stated that upon x-ray a couple of weeks ago, they saw the catheter had migrated out of the intrathecal space. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
Product ID 8590-1, lot# n394686, implanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).